Event description:
It was reported that after an l2/l3 tiif surgery, the cage backed out of the implanted space. The patient underwent revision surgery to remove the cage.

Event description:
It was reported that after an l2/l3 tiif surgery, the cage backed out of the implanted space. The patient underwent revision surgery to remove the cage.

Manufacturer narrative:
Method: risk assessment. Results: the reported event was confirmed via correspondence. Visual, dimensional and functional analysis could not be performed as the device was not returned. X-ray images were not provided. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was reported that the cage size was not appropriate in the surgeon¿s opinion and that a non-stryker system was installed as supplemental fixation. Conclusion: the potential root cause of the reported event is inappropriate cage size used for the patient.